Manufacturer narrative:
A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site. Trending was performed for this type of complaint and no abnormal trend was identified in the past 90 days.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained they were receiving data flags with calibration for microalbumin on the cobas 6000 c (501) module. The customer¿s quality control was not within specification and the issue continued with repeat calibrations. The customer changed the nacl reagent which appeared to help the issue. Multiple patient samples were repeated, and several did not correlate well. The customer provided examples of erroneous microalbumin results for two patient urine samples on the cobas 6000 c (501) module. For patient 1 the initial microalbumin result was 1.5 mg/l and was reported outside of the laboratory as less than 2 mg/l. The sample was repeated on the same c501 module two times with a microalbumin result of 23.6 mg/dl and 8.7 mgl. The sample was repeated on a different c501 module and the microalbumin result was 1.6 mg/l. For patient 2 the initial microalbumin result 343 mg/l and was reported outside of the laboratory. The sample as repeated on a different c501 module and the microalbumin result was 3.3 mg/l. Patient 2 is a (B)(6) male with (B)(6). Repeat testing on the different c501 module was deemed to be correct. There was no adverse event. The microalbumin lot number was 253367. The expiration date was asked for but not provided. The field service engineer (fse) found the rinse mechanism tubing and sample probe were hitting the wash station. The fse replaced the rinse mechanism tubing and adjusted the wash station on the sample probe. The fse performed a precision check that was within specifications.